Event description:
It was reported that on (B)(6) 2010 - dx: herniated disk <(>&<)> spinal stenosis l4-l5; herniated disk <(>&<)> spinal stenosis l5-s1; lumbar instability 1. Bilateral partial lumbar laminectomy l5-s1; bilateral medial facetectomy; bilateral foraminotomies; bilateral excision of herniated disk. Posterior lumbar interbody fusion at l5-s1 with bak vista fusion cages 3. Left partial lumbar laminectomy l4-l5; medial facetectomy; foraminotomy; excision of herniated disk. Posterior lumbar interbody fusion at l4-l5 with bak vista fusion cage 5. Bilateral lumbar fusion l4 to the sacrum using autologous and bank bone (B)(6) 2010. Bilateral partial lumbar laminectomy l5-s1, foraminotomies. Left partial lumbar laminectomy and foraminotomy l4-l5. Bilateral posterolateral lumbar fusion l4 to the sacrum (B)(6) 2010 left partial lumbar laminectomy l4-l5; medial facetectomy, foraminotomy and removal of herniated disk. Bilateral posterolateral lumbar fusion l4 to the sacrum (B)(6) 2011 left partial lumbar laminectomy and foraminotomy at l4-l5 1. Left partial lumbar laminectomy and foraminotomy at l5-s1 2. Exploration of epidural space (B)(6) 2011. Right partial lumbar laminectomy at l5-s1, medial facetectomy, foraminotomy 2. Exploration of epidural space. On (B)(6) 2012 decompression of the neural elements at l4-5, at l5-s1 2. Left partial lumbar laminectomy at l4-l5, medial facetectomy and foraminotomy 3. Left partial lumbar laminectomy at l5-s1, medial facetectomy and foraminotomy 4. Exploration of epidural space (B)(6) 2012. Left partial lumbar laminectomy at l3-l4, medial facetectomy, foraminotomy, decompression of the neural elements, excision of her niated disk. Posterior lumbar interbody fusion at l3-4 using bak 4 size vista threaded fusion cage. Repair of cerebrospinal fluid leak on the left at l4-l5 diagnostic procedures on (B)(6) 10 -CT spine lumbar w/o contrast, hx: low back pain w/lower extremity tingling and pain. Findings: patient has undergone post -surgical changes at l4-l5 and l5-s1 since last examination. Impressions: interval postsurgical changes at l4-l5 and l5-s1 since MRI lumbar spine of (B)(6) 2010. Minimal diffuse disc bulge is seen at l3-l4 and diffuse disc bulge is seen at l4-l5 with slight focal indentation on the ventral tecal sac. Right asymmetric posterior osteophyte complex is seen at l5- s1, most likely disc/osteophyte complex but there is an associated scar, it is difficult to evaluate on this exam. No acute lumbar spine fracture seen. On (B)(6) 2010 ¿ CT spine lumbar w/o contrast: impression: overall the findings are similar to the previous examination of (B)(6) 2010. No new focal abnormalities are seen. On (B)(6) 2010, lumbar spine ap and lateral (B)(6) 2010 surgery f/u ¿ findings: two views of the lumbar spine show two cages in the l5-s1 interspace and a left sided cage in the l4-l5 interspace. There is no evidence of complication and there are no significant degenerative changes at other levels. There appears to be some bone graft material laterally on the right. There is no evidence of complication. Impressions: post-operative changes of fusion in the lower spine. Otherwise negative lumbar spine. On (B)(6) 2010 MRI lumbar spine with/without contrast ¿ impressions: post-operative changes noted at l4-l5 and l5-s1. Degenerative disk disease with anular disc bulging noted at l4-l5 and l5-s1 single plug noted in l4-l5 disk space, 2 plugs in l5-s1 disk space. Moderate central disk herniation present at l5-s1 but no measurable mass effect on adjacent neural elements/. Fairly extensive enhancement and increased signal of posterior musculature at the operative levels. This may reflect normal postoperative enhancement but active inflammatory or infectious process can¿t be ruled out. On (B)(6) 2010¿ CT spine lumbar w/o contrast, hx: low back pain w/lower extremity tingling and pain . Findings: patient has undergone pos t-surgical changes at l4-l5 and l5-s1 since last examination. Impressions: interval postsurgical changes at l4-l5 and l5-s1 since MRI lumbar spine of (B)(6) 2010. Minimal diffuse disc bulge is seen at l3-l4 and diffuse disc bulge is seen at l4-l5 with slight focal indentation on the ventral tecal sac. Right asymmetric posterior osteophyte complex is seen at l5- s1, most likely disc/osteophyte complex but there is an associated scar, it is difficult to evaluate on this exam. No acute lumbar spine fracture seen. On (B)(6) 2010 lumbar spine ap and lateral ¿ findings: laminotomies with carbon fiber ray cages l4-l5, l5-s1 with bony ingrowth at both levels and stable from the previous exam. Mild spondylitic changes are seen. Small amount of bone graft is seen laid down on the right posteriorly appearing about the same the same and not mature. Impression: stable postoperative appearance. On (B)(6) 2010 lumbar spine ap and lateral ¿ impression: no change in alignment. On (B)(6) 2010 MRI lumbar spine with <(>&<)> w/o contrast (reported worsening of left lower back, hip <(>&<)> leg pain, weakness in left foot from (B)(6) 2010 office exam dr. Robbins) impression: given the left sided symptoms attention is drawn to the l4-l5 level where there is evidence of a left lateral recess small disc herniation contributing to left lateral recess stenosis and possible involvement of the left l5 root. There is also some epidural fibrosis at this site. On (B)(6) 2011 ¿ MRI lumbar spine - impression: residual or recurrent left l4-5 lateral recess and foraminal stenosis as well as residual or recurrent right l5-s1 lateral recess and foraminal stenosis with some contact with the respective nerve roots 2. Previously identified central l4-5 disease and right lateral recess as well as foraminal l5-s1 disease is much improved. On (B)(6) 2011¿ MRI lumbar spine ¿ impression: 1. Post-surgical changes at l4-l5 and l5 ¿ s1 discs that are stable since (B)(6) 2011 exam. Small left posterior asymmetric ventral soft tissue at l4-l5 and similar finding on the right side posteriorly at l5-s1, these may represent epidural car versus disc herniations. At l5-s1 it slightly contacts the exiting s1 nerve root at the lateral recess. It appears more conspicuous on the current examination than on prior study. No acute lumbar spine fracture, spondylolisthesis or spondylolysis seen. On (B)(6) 2011¿ xr spine ¿ impression: no change in alignment on (B)(6) 2012¿ xr spine ¿ impression: stable postop lumbar spine compared to (B)(6) 2011. On (B)(6) 2012¿ xr spine ¿ impression: no change in alignment on (B)(6) 2012 ¿ MRI lumbar spine w/o contrast: impression: overall stable unenhanced lumbar spine mari since (B)(6) 2011 examination in the post-surgical changes at l4/l5 and l5/s1 disc levels. Mild left asymmetric soft tissue seen that compromises the left lateral recess and the mild aspect of left neural foramina, unclear if this represents either recurrent disc herniation scar. This is at l4/l5 disc level. Small soft tissue density seen in the ventral epidural space at l5/s1, slightly contacting the exiting s1 nerve roots. No acute fracture or central canal stenosis seen. On (B)(6) 2012- xr lumbar spine: impression: no change in alignment. On (B)(6) 2012 ¿ xr-fluoro surgical w/image: impression: procedural images as described per surgical procedure at l3-s1. On (B)(6) 2012¿ MRI lumbar spine w/wo contrast: impression: post-surgical changes are now seen on the left side with ring-enhancing collection of fluid signal material left of midline extending from l3-l4 through the s1-s2 level. This could represent abscess. There is significant central stenosis at the l3-l4 level now present. On (B)(6) 2012 ¿ CT lumbar spine wo contrast: impression: postoperative changes as described post op is limited without contrast in evaluating for residual abscess. On (B)(6) 2012 ¿ MRI thoracic spine w/o contrast: impression: no significant epidural nor para spinal fluid collections are seen similar to the lumbar spine area. Nonspecific edema is seen in the subcutaneous region inferiorly. On (B)(6) 2012 ¿ MRI lumbar spine w/o contrast: impression: abnormal signal intensity of l3/l4 disc and the surrounding vertebral bodies especially l3 vertebral body and change in the position of the l3/l4 disc surgical hardware. These findings are suggestive of osteomyelitis/discitis until proven otherwise. These are new from comparison exam on (B)(6) 2012. Essentially interval resolution of much of the inflammatory changes of the posterior para spinal soft tissues from l3 through s1 since last exam. On (B)(6) 2012 --MRI lumbar spine w contrast: impression: postoperative changes l3-4, l4-5, and l5-s1 2. No evidence for osteomyelitis, discitis or epidural abscess on (B)(6) 2013¿ MRI cervical spine w/o contrast: impression: early degenerative disc disease c2-6 with some effacement of ventral thecal sac without cord contact or flattening. There is at most mild to moderate foraminal stenosis, however no definite exiting nerve root compromise is seen. MRI angio neck w/wo contrast ¿ impression: normal mr angiogram o the neck MRI brain wo contrast ¿ impression: negative exam MRI thoracic spine no contrast ¿ impression: no abnormality demonstrated. On (B)(6) 2013 ¿ CT abd/pelvis wo contrast:impression: negative CT scan of the abdomen and pelvis. Postsurgical changes. No abnormalities identified to explain the patient¿s pain. Patient does have prominent fatty changes in the inguinal canals, this probably is not related to a recurrent hernia but may be related to a lipomas. On (B)(6) 2013 - MRI lumbar spine w/wo contrast: impression: . Epidural fibrosis at the l4-l5 level on the left involves the left lateral recess. The exiting left l5 nerve root is not well appreciated. This finding may be contributing to the patient¿s left sided symptoms. Correlate clinically with l5 symptoms. Small synovial cyst at l5 is slightly increased in size and may contribute to the left l5 nerve root impingement as well. Otherwise no significant interval change postsurgical changes are noted of the lumbar spine. Exam notes from 26 office visits between (B)(6) 2010 - (B)(6) 2013 were provided. Miscellaneous excerpts below: (B)(6) 2010 office exam dr. Noted ks walking with a limp of left leg on (B)(6) 2011 office exam dr. (B)(6) - now reporting pain in right lower back, right leg, right groin (B)(6) 2012 office visit with dr. Patient reported son committed suicide by drug overdose on (B)(6) 2012 office visit: ¿left leg pain by and large is resolved¿ (B)(6) 2013 office visit: ¿the patient clinically is having minimum in the way of any low back symptoms. The patient is having problems with some headaches. He is having problems with dizziness, severe neck pain, pain going into left shoulder blade, left shoulder and upper arm and then feeling dizzy like he is going to blackout.¿ on (B)(6) 2013 office visit: patient still having complaints of right sided back pain and spasms and had some finding post surgically on the left. Dr. Reviewed his surgeries and told patient he doesn¿t think "there any more surgery" he could do to help him and it¿s getting to the point that ¿if he keeps having operations he is going to have a major problem and be disabled or paralyzed or obtain some bad infection.¿ - (B)(4) 2013 medical records from 6 office visits with provider for pain through patient¿s cervical and thoracic spine. On (B)(6) 2012 ¿ chronic pain evaluation in groin on (B)(6) 2012 - nerve block left side on (B)(6) 2012 ¿ nerve block left side on (B)(6) 2012 ¿ chronic pain evaluation back, chest, groin on (B)(6) 2012 ¿ trigger point injections bilateral, cervical region on (B)(6) 2013 ¿ chronic pain evaluation back, right should, left leg, left groin on (B)(6) 2013 ¿ midline epidural injection, caudal on (B)(6) 2013 ¿ facet injections, left side, l3/l4, l4/l5 <(>&<)> l5/s1 no specific claims made by attorney regarding use of infuse.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.